Manufacturer narrative:
Update to b2 and d2. Reported event: "the mako registration was performed successfully before the surgery, but when the system asked for check the checkpoint, the values were way out of the range (62 approx.). So, we checked the vizadiscs, the mics connection to the robotic arm (the drape and if the mic was tight), then the saw attachment, the saw type was correct and then we proceeded to redo the registration. We tight the base array and re-register the mako. The checkpoint passes. But when we change the attachment of the saw, the checkpoint didn't pass again, but with more reasonable values (3 to 4 approx.). So, we check everything again and redo the registration, and when we change to do the tibia cuts, the checkpoint pass without any problems. All the registration of the system passes without any problems. The surgery was about 20 minutes longer than the usual. There was no adverse event in the patient. And the surgery was finished succesfully. Case type: tka surgical delay: approx 16 - 30 minutes" device evaluation and results: per work order j6 stage 2 was out of tolerance (loose). Tight transmission cables on j6 stage 2, also was verified proper tensioning on j6 stage 1, propagate and verify results on service laptop. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review a review of device history records shows that on 08/10/18 1 device was inspected and 1 device was placed on qt. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number rob789 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use.

Event description:
The mako registration was performed successfully before the surgery, but when the system asked for check the checkpoint, the values were way out of the range (62 approx.). So, we checked the vizadiscs, the mics connection to the robotic arm (the drape and if the mic was tight), then the saw attachment, the saw type was correct and then we proceeded to redo the registration. We tight the base array and re-register the mako. The checkpoint passes. But when we change the attachment of the saw, the checkpoint didn't pass again, but with more reasonable values (3 to 4 approx.). So, we check everything again and redo the registration, and when we change to do the tibia cuts, the checkpoint pass without any problems. All the registration of the system passes without any problems. The surgery was about 20 minutes longer than the usual. There was no adverse event in the patient. And the surgery was finished succesfully. Case type: tka surgical delay: approx 16 - 30 minutes

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mako registration was performed successfully before the surgery, but when the system asked for check the checkpoint, the values were way out of the range (62 approx.). So, we checked the vizadiscs, the mics connection to the robotic arm (the drape and if the mic was tight), then the saw attachment, the saw type was correct and then we proceeded to redo the registration. We tight the base array and re-register the mako. The checkpoint passes. But when we change the attachment of the saw, the checkpoint didn't pass again, but with more reasonable values (3 to 4 approx.). So, we check everything again and redo the registration, and when we change to do the tibia cuts, the checkpoint pass without any problems. All the registration of the system passes without any problems. The surgery was about 20 minutes longer than the usual. There was no adverse event in the patient. And the surgery was finished successfully. Case type: tka. Surgical delay: approx 16 - 30 minutes.